Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) and an alert was reported by the patient's remote monitoring device. Boston scientific technical services (ts) notified the patient's physician of the alert indicating the device is at eol. The device remains implanted and in service. Attempts to obtain additional information were being made to confirm if further medical interventions were made to replace the device. No adverse patient effects were reported. Additional information was received from the field representative that the patient's device will be explanted in the next few days. It was not yet confirmed if the device had met the estimated longevity. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.